Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es drawer was failed, wont open and not detected on bus. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 3.1 and 3.2 did not open and not detected on the bus. A field service engineer found pockets in rows 3.1 and 3.2 not detected, reseated pixie bus cable, replaced worn retractor band and controller board for 3.1, restarted station, and confirmed no more failed icons. The system functioned as intended after the field service engineer repaired the device.